Event description:
It was reported that the patient's right ventricular lead exhibited loss of capture and high pacing impedance. The right ventricular lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.